Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system could not transfer images over to the navigation system.  Additional information was received from the manufacturer representative. It was reported that the issue was discovered to be on the hospital network side of things. It was noted that the imaging system was operational. No patient was present when the issue was identified.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was no issue with the system, as the problem was a network issue that needed to be corrected by the hospital. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.